Manufacturer narrative:
The reported event of inadequate measurements was not confirmed . As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specification. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that during an implant when attempting multiple positions, the left ventricular (lv) lead measurements were not adequate. The lv lead was not implanted. There were no adverse health consequences, the patient was stable.